Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent undersensing during episodes. Additionally, the right ventricular (rv) lead measured high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.